Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of pfc sigma total knee. This knee is believed to be a revision of a previous primary prothesis all detail unknown. It is believed the first revision was some twenty years or more ago for infection. The case which is the subject of this report is a second revision. The first revision some twenty years ago was with dr at (B)(6) hospital. Significant osteolysis loosening and bone loss on the femur. A synovasure defensin test was performed intraoperatively to determine the presence of infection. The test resulted in a negative result. There was also a dip stick test on synovial fluid for the presence of leukocytes in the fluid. This also proved to be negative. Both femoral and tibial components were removed and revised.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.